Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of a damaged cannula. The formed needle was inspected, and no abnormalities were found. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive inline and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/2017. Checking your blood glucose 4 / page 36: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she had been in the hospital on (B)(6) 2018 for a biopsy procedure unrelated to her diabetes or use of the pod. During a bolus delivery the pod generated an hazard alarm. Her blood glucose reached 318 mg/dl after wearing the pod between 36 and 48 hours on the leg.